Manufacturer narrative:
Occupation - peri-operative coordinator. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after inserting the catheter into the bladder and inflating the balloon only to 5ml, the catheter was removed, and the patient was taken to the operation room (or) for a cystoscopy. A piece of the catheter was found floating in the bladder. Additional information was received from the customer and stated that the catheter was placed to insert a local anesthetic into the bladder and 15 minutes after the insertion, the catheter was removed. About 20 minutes after the catheter removal, the patient was taken to the or for a cystoscopy. Per customer, a cystoscopy procedure was an already planned procedure for this patient. Once the patient was in the or during the procedure, was when a piece of ruptured catheter balloon was found in the bladder, therefore the customer went to find the catheter to look at further. The patient did not complain of any discomfort likely due to the local anesthetic that was placed into the bladder. The customer further mentioned that the patient did not require any medical intervention or follow-up treatment. The piece was retained for a short period of time. The patient is doing fine.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured on 19-dec-2019. No sample was received for the investigation. However, a picture was provided for the analysis. Upon review, the reported issue of balloon rupture was confirmed. The probable root cause could be related to a bad molding cavity or an inefficient glue dispenser. Following action plans have been implemented to prevent the reoccurrence of the reported condition which includes perform kappa test for gumming (operators and inspectors), retrain operator in correct use of gum dispenser, reactivation of balloon molds. At this time, a corrective and preventive action is not deemed necessary. This complaint will be used for qa tracking and trending purposes.